Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a defective low voltage switching device (lvds) printed circuit board (pcb). In speaking with olympus field service engineer (fse) via phone, it was found that when connecting the 190 series scope, the image was blacked out and there was no endoscopy image on the lcd monitor; however, scope information and patient data were presented on the lcd monitor. It was found that the 170 series scope was working ok. The device evaluation found the wire and tank socket were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the light source, there was no image, it was blacked out. The issue occurred during preparation for use, and the diagnostic procedure colonoscopy was cancelled due to the customer not having another light source. There were no reports of patient harm associated with the event.